Event description:
It was reported that post procedure with this inflatable penile prosthesis (ipp), when it was tried to press the pump to inflate the cylinders, the liquid did not filled them as excepted. The procedure was still completed with this device. There were no patient complications reported and no further information has been provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump and reservoir of this device underwent a thorough analysis. The components were microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with the components upon leak testing. Microscopic inspection revealed that the kink resistant tubing of the pump was worn to filament and the reservoir had war at fold in the shell. Additionally, it was observed upon functional testing that the pump did not pass the activation test. Based on the information available and analysis results, the pump not passing the functional testing could have caused or contributed to the reported clinical observation of inflation problem.

Event description:
It was reported that post procedure with this inflatable penile prosthesis (ipp), when it was tried to press the pump to inflate the cylinders, the liquid did not filled them as excepted. The procedure was still completed with this device. There were no patient complications reported and no further information has been provided.